Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that the therapy was not working for them since (B)(6) 2017. The patient also reported an electro-magnetic interference (emi) event that happened right around early (B)(6) 2017. The patient reported a security screener started to beep when they went through. There were no falls or traumas reported and caller was advised to follow up with a health care physician (hcp) to check the ins and lead wires. The patient noted they were currently searching for an hcp that would take their insurance. There were no further complications reported/anticipated.